Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The stapler received with 21 staples left in the cartridge, indicating that the customer fired at least 14 staples. Upon functional testing, the trigger was engaged and one staple properly formed and released. The next fire attempt resulted in stapler jamming and no more staple firing. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35w 6/box lot#: 73l2400080 was manufactured on 11/05/2024 a total of (B)(4) pieces. Lot was released on 11/14/2024. A non-conformance was opened by the manufacturing site to evaluate the issue of wide visistat staplers failing to function properly due to staple misalignment. The probable root cause was identified as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".